Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of the red light on the remote home monitor remained unknown. The patient came into the clinic and no issues were seen upon interrogation. No changes were made to the system and the clinic will continue to monitor the patient via the remote home monitoring system. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and noted the call doctor icon was lit red. Patient services assisted the patient in troubleshooting the remote home monitor and sending a successful interrogation. Patient services referred the patient to their clinic as there may have been an alert that was not able to be transmitted to their clinic. The field representative is attempting to obtain additional information. At this time the cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.